Manufacturer narrative:
Device was used for treatment, not diagnosis the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of depuy synthes monument device history records for manufacturing revealed no complaint related issues. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a trochanteric fixation nail implant approximately 6 years ago, for prophylactic purposes due to cancer. The patient was treated for cancer with chemo therapy and radiation, and the nail recently broke after 6 years due to a lesion. It was reported, the surgeon removed a 36mm trochanteric fixation nail, helical blade and 1 locking screw. The patient was revised to 10mm/130 deg ti cann troch fixation nail 360mm. The procedure was successfully completed with no patient injury reported. This report is for 36mm trochanteric fixation nail. This is report 1 of 3 for complaint# (B)(4).